Event description:
Healthcare professional reported "broken tubing on port side."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2014. Allergan has received the product; however, the device has not been identified nor has the analysis not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the event date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."